Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn motor, moving parts did not move smoothly-trigger and was difficult to assemble/disassemble. It was further determined that the device failed pretest for check the attachment coupling and check for sticky triggers. It was noted in the service order that the device did not work anymore while in use with a small battery drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work anymore while in use with a small battery drive device was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was confirmed that the device had moving parts that did not move smoothly-trigger and the trigger was sticky. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).